Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient went into the ER, friday night, for increased pain and numbness in left leg. Patient stated he had stim turned up so high that it shocks him. He reported he was doing well with his cervical lead. He stated he has noticed shocking since 2-3 weeks ago. Patient stated they had been doing a lot of yard work prior to pain increase, friday. Patient stated he first thought he pulled a muscle. It was reported the patient was put on pain meds and a steroid pack. An rpg was planned on (B)(6). Issue has not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient was seen in the healthcare professional's (hcp) office on (B)(6). The patient reported that the pain, numbness in the left leg and the shocking as new symptoms and they were present whether the stimulation was on/off. The rep said the cause of the symptoms was not determined and the patient was following back up with the hcp to have an MRI. It was unknown if the pain, numbness and shocking were resolved. The rep noted that the hcp had no additional information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that an appointment would be scheduled when the patient returned from being out of town after (B)(6). The patient reported doing better and that they were taking their steroids and tramadol. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had an artificial disc that was broke at l5 s1 l3/4 has a bulging disc per MRI. Patient having back surgery on (B)(6) 2018. Patient was given two new groups to cover pain and patient stated he felt tingling not the pain. Patient was doing well at the conclusion of appointment today.